Manufacturer narrative:
Event summary: as reported, prior to an unspecified treatment a cook bakri postpartum balloon with rapid instillation components was tested and found to leak. Before the balloon was tested the patient lost 800 ml of blood. A second cook bakri postpartum balloon with rapid instillation components was then placed to complete the procedure, but the patient lost another 500 ml of blood. Overall the patient lost 1300 ml of blood. No metal tools were used to place the device. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. 1 prior to use device was returned without packaging or labeling. Device measures approximately 60 centimeters. Balloon was inspected for visual tears or cut marks. None were noted. Balloon was filled with 50 milliliters of water no leakage was observed. Reported failure mode could not be recreated or confirmed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the complaint could not be confirmed, as the failure could not be re-created with the returned device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unspecified treatment a cook bakri postpartum balloon with rapid instillation components was tested and found to leak. Before the balloon was tested the patient lost 800 ml of blood. A second cook bakri postpartum balloon with rapid instillation components was then placed to complete the procedure, but the patient lost another 500 ml of blood. Overall the patient lost 1300 ml of blood. No metal tools were used to place the device.